Event description:
It was reported that the patient presented in clinic on (B)(6) 2024. Upon review, the patient's right atrial lead exhibited a history of lead noise. A lead revision was discussed. On (B)(6) 2024, the patient presented for a lead revision. Prior to the revision, the lead exhibited intermittent capture. Impedances were stable. The lead did not exhibit any fractures or insulation damage during the procedure. The lead was capped and replaced on (B)(6) 2024. The patient was discharged.